Manufacturer narrative:
Product analysis: analysis determined that the connector was broken and was loose inside the analyzer. The analyzer will be sent to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned from the sales rep with a request to "reverse scrap" the device. It was noted that the programmer was scrapped in 2010. There was no patient involvement.